Event description:
It was reported that there was a potential sterility breach on the packaging of a device. It was also reported that these devices were not used on a pt and the breach was noticed outside of the sterile area. It was further reported that there was no delays as a result of this event.

Manufacturer narrative:
The device subject to this investigation has not been returned yet to the MFR for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.